Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A2, a3: the patient is a 31-year-old woman. A4 and a5: the customer did not supply patient demographics such as weight, ethnicity or race. H3 and h6: the access il-6 reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and qc (quality control) at the time of the event were not provided for reviewing .no issues with sample integrity were reported by the customer. A beckman coulter laboratory solution specialist (lss) was dispatched to the customer's site. The lss guided customer to centrifuge patient sample of (B)(6) 2025 and retest it, retested result was >159.75 iu/ml which was consistent with initial result on (B)(6) 2025. The patient sample of (B)(6) 2025 and diluted result was >159.75 iu/ml which was consistent with initial result. The patient sample of (B)(6) 2025 was sent to third platform for pct testing and pct result was 2.37 ng/ml which was above the reference range (<0.5 ng/ml), indicating the patient may have an infection, and the il-6 result was consistent with the patient's clinical presentation. The lss retested patient sample of (B)(6) 2025 and retested result was 0.47 iu/ml which was consistent with initial result on (B)(6) 2025 and had a good repeatability. The patient samples of (B)(6) 2025 were sent to siemens and pinfeng platform for testing and the il-6 results had the same trend with beckman platform. The lss reviewed the patient medical record and no medication was found to significantly affect the test results. The lss checked preanalytical sample process that the sample was collected using a separation gel pro-coagulation tube, with approximately a 1-hour interval from blood collection to machine processing, there was no abnormal. The lss checked the patient sample by visual inspection and there was no abnormal. The lss searched relevant case studies indicated that during bacterial infection, il-6 result increased rapidly, and after infection control, the il-6 result decreased rapidly, and communicated it to the customer and no further action was needed. For continuous tracking, the lss communicated with customer via phone, the patient was redrawn on (B)(6) 2025, the il-6 result was normal and the patient is recovering well. In conclusion, the results of the beckman platform are consistent with those of the platforms of siemens and pinfeng, the cause of this event cannot be determined with the available information. No fault was found. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note1: access il-6 part number a16369 is used to complete MDR reporting as access il-6 is still emergency use authorization within the united states. Customer in country of event origin is using access il-6 part number a16369 which is is approved in that country as in vitro diagnostics and is not under emergency use authorization. Note 2: no access il-6 reagent lot number was provided: no UDI, no expiration or manufacturing dates could be provided (section d4) and for section h4: the device manufacture date is related to the analyzer as no information related to the reagent was provided.

Event description:
The customer reported questioning an elevated access il-6 (access il-6 assay, part number a16369, lot number not provided) patient result on their customer's unicel dxi800 access immunoassay analyzer (part number 973100 and serial number (B)(6). The customer reported that they got a patient il-6 result >159.75 iu/ml which was above the reference range (0.0-0.68) on (B)(6) 2025, the patient was redrawn on (B)(6) 2025 and the il-6 result was 0.47 iu/ml which was normal, so clinician questioned the il-6 result on (B)(6) 2025. There was no report of injury and no report of change to patient treatment or management in connection with this event. No hardware error messages or issues with other assays were reported in connection with the event. System performance indicators such as system check, calibration and qc (quality control) at the time of the event were not provided for reviewing no issues with sample integrity were reported by the customer. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.